Event description:
The customer reported that the system experienced an error followed by an immediate loss of system functionality and an un-commanded shut down. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power cord was evaluated and repaired. The system was tested and found to be working as intended and returned to service.